Event description:
Blood from the cardiotomy set-up was being transferred to the bowl of the autotransfusion set up. Blood was noted on the walls of the well. The machine stopped immediately. The bowl was saved for examination by the MFR.